Event description:
Paraplegia: tevar was performed for the treatment of a descending aortic aneurysm (saccular) using the repay pro stent-graft. The stent-graft was implanted successfully, and final angiogram revealed no endoleaks, and the procedure was completed without any issue. However, after recovering from anesthesia, the patient complained of no sensation in legs and inability to move them. The patient was able to manage to move hands. At that point, the physician determined that spinal cord infarction (sci) had occurred due to stent-grafting. Cerebrospinal fluid drainage was performed. The patient began to feel numbness in legs but was still unable to move them. The patient was immediately transferred to the ICU. Comments from the physician: prior to the procedure, the physician commented that there was a high risk of sci because of the branching of the major intercostal arteries from the aneurysm (it was unclear preoperatively whether the adamkiewicz artery arose from the aneurysm), and the patient was informed of this. This event was not caused by the stent-graft, but was a complication due to the patient's anatomy and can occur with any device. The patient is monitored under continued cerebrospinal fluid drainage. Operation type: tevar. Ancillary used device: 28-n4-34-109-34u, lot# 2112040043 (tc#bm220800679). Patient outcome - "the damage to the patient's health was serious. The patient's outcome is unknown. The patient is monitored under continued cerebrospinal fluid drainage."

Event description:
Paraplegia: tevar was performed for the treatment of a descending aortic aneurysm (saccular) using the repay pro stent-graft. The stent-graft was implanted successfully, and final angiogram revealed no endoleaks, and the procedure was completed without any issue. However, after recovering from anesthesia, the patient complained of no sensation in legs and inability to move them. The patient was able to manage to move hands. At that point, the physician determined that spinal cord infarction (sci) had occurred due to stent-grafting. Cerebrospinal fluid drainage was performed. The patient began to feel numbness in legs but was still unable to move them. The patient was immediately transferred to the ICU. Comments from the physician: prior to the procedure, the physician commented that there was a high risk of sci because of the branching of the major intercostal arteries from the aneurysm (it was unclear preoperatively whether the adamkiewicz artery arose from the aneurysm), and the patient was informed of this. This event was not caused by the stent-graft, but was a complication due to the patient's anatomy and can occur with any device. The patient is monitored under continued cerebrospinal fluid drainage. Operation type: tevar ancillary used device: 28-n4-34-109-34u, lot# 2112040043 (tc#bm220800679) patient outcome - "the damage to the patient's health was serious. The patient's outcome is unknown. The patient is monitored under continued cerebrospinal fluid drainage."